Event description:
It was reported that air bubbles were observed within the patient line. Customer's blood glucose (bg) level was 573 mg/dl. Customer addressed bg level by administering a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.